Event description:
It was reported from (B)(6) by a patient while at home they experienced alarms "bat2 critical" and battery switching on the controller. The controller was exchanged with no reported consequences or impact to the patient. Batteries and a controller were exchanged from the facility stock. No additional information was provided. This is report 3 of 3.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-01177, 3007042319-2015-01178 and 3007042319-2015-01179) submitted for devices related to the same event.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01177, 3007042319-2015-01178 and 3007042319-2015-01179) submitted for devices related to the same event.